Event description:
Boston scientific received information that this patient had not been seen in the clinic since the end of 2008. At a follow-up appointment it observed that this right ventricular (rv) lead was had increased thresholds and intermittent loss of capture. It was also noted that the lead impedances were between 200 to 900 ohms and, at the time of the check, were 1010 ohms. The patient had an escape rhythm in the 30s, and was tired; however, no pauses greater than two seconds were noted. Surgical intervention was performed where this lead was surgically abandoned and replaced, and the pacemaker generator was replaced due to normal battery depletion. There were no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.